Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Reportedly, the patient has "significant pain, major respiratory problems", and [patient] has to visit doctor frequently.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with severe adjacent segment degenerative stenosis at l3-l4. Restructuring neurogenic claudication. Status post posterolateral fusion and decompression at l4-l5 (performed in 2004) and underwent the following procedures: l3-l4 posterolateral arthrodesis with locally obtained autograft, cortical cancellous allograft and rhbmp-2/acs. Removal of instrumentation, l3 to l5. Exploration of fusion l4-l5. Bilateral pedicle screw insertion at l3. Bilateral pedicle screw instrumentation l3 to l5. Complete l3 laminectomy and residual l4 laminectomy for decompression of the cauda equina. As per operative notes,¿ during decompression, a medium sized kit of bmp (bone morphogenic protein) was prepared on the back operating table. Two collagen sponges were then placed directly in contact with the fusion mass at l4 to the transverse process at l3. Then 50ml of cortical cancellous morselized allograft was mixed with the morselized locally obtained autograft and divided into two equal portions. This graft material was then paced into the posterolateral gutters bilaterally at l3-l4 with pickups and impactors over the bmp sponges.¿ the patient tolerated the procedure well without any intraoperative complications.